Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s device may have moved since implant causing the discomfort right at the patient¿s belt line. The patient¿s explanted device was discarded. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an impl ant able neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient¿s battery was overdischarged two years ago. They indicated that there were no external factors that may have led or contributed to the issue. It was stated that the patient met with a rep to be reprogrammed but their efficacy was less than it was originally. It was stated that the battery location was right at the belt line and was uncomfortable. The patient wanted it out. They had their device explanted today (B)(6) 2017 and their issue was resolved at the time of the report. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.